Manufacturer narrative:
On december 7, 2020, mentor became aware that date of explant was reported as "(B)(6) 2020" under the event description field b5 in the previous initial submission. It should have said "(B)(6) 2020". This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4) b5 event description date of explant.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side breast cancer. (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent unspecified breast reconstruction surgery with a 445cc mentor memorygel breast implant on both sides and experienced left side wound infection, and right side breast cancer. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.